Event description:
It was reported that the patient experienced back pain after the procedure, which required medical intervention. In (B)(6) 2024, the patient underwent coronary angiography which revealed that percutaneous coronary intervention (pci) was indicated. A 3.0x24mm non-boston scientific stent was implanted in the left anterior descending (lad) lesion, and a 2.75x20mm non-boston scientific stent was implanted in the middle lesion to be connected in series with the anterior stent. The two stents were post-dilated at 14-20 atmospheres (atm) with a 3.0x12mm and a 2.75x20mm, both non-boston scientific balloons, and the diagonal 2 (d2) artery occlusion was then found on the imaging. A non-boston scientific guidewire was intended to be sent to d2, but the guidewire was difficult to pass, so a different non-boston scientific guidewire was rewired to d2. A 1.0x6mm non-boston scientific balloon was sent to d2 to dilate at 6atm, and another non-boston scientific balloon 2.0x15mm was sent to d2 to perform kissing balloon at 14atm at the lad-d2 bifurcation. The stenosis disappeared on angiography, the stent was adherent, and the operation was successfully completed. The patient felt back pain after returning to the ward after surgery. There was no obvious change in the re-examination of the electrocardiogram compared with pre-procedure. The symptoms of back pain were relieved after anticoagulation treatment with double antibody and low molecular weight heparin. No further patient complications were reported.

Manufacturer narrative:
E1: initial reporter information: (B)(6).